Event description:
It was reported to philips that the device demonstrated issues with the therapy knob. It was reported to philips that the customer tried the controls test and the device failed the test. The customer stated that the energy outputs from the device did not match up with the selected energy amount and the device appeared to be entering the ¿wrong modes¿. There was no reported patient involvement.